Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. Device history record found no significant anomalies. No deviations or non-conformances were found.

Event description:
Healthcare professional reported injecting patient with juvéderm ultra plus xc to the nasolabial folds, lateral jawline, chin and earlobes. Prior to injection, the patient was prepped with antiseptic alcohol and chlorhexidine. When the patient was injected with 0.1-0.2ml to the upper left nasolabial fold, the injection caused a vascular occlusion to the nose. There was a mottled area distribution of angular area. Patient was given ice post injection. Patient noticed an odd bruise on the nose about 4 hours after the injection. Another 8 hours later, the patient was treated with hyalase, hirudoid, led, laser genesis, prednisone and antihistamine. Patient still has slight redness and vascular prominence still present. Patient continues with laser and ipl treatment to reduce residual redness. Healthcare professional noted that all is going very well. Patient will be seen again for a laser session to help remove any residual redness if any remains.

Manufacturer narrative:
Additional information: date of event.

Event description:
Additional information: symptoms have resolved. Patient has done very well with an excellent outcome.